Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. The connection was reviewed and found that the pairing was restored. There were no patient consequences reported.